Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings, as well as being unable to maintain fio2 levels, was confirmed. Ventec replaced the internal flow transducer (ift), inlet accumulator and the metering valve to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift, inlet accumulator and metering valve, however, further component level cause could not be conclusively determined.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was providing low fio2 (fraction of inspired oxygen) readings, as well as having difficulty with maintaining fio2 levels. There were no reports of patient involvement associated with the reported event.